Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump shut off unexpectedly. Customer's blood glucose level was 500 mg/dl. Customer declined to complete the system check at the time of report. No additional information was provided.